Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. This reported event was not investigated for possible inaccurate reading. It was indicated in the event description that the signal acquisition difficulty was due to an external cause or resolved with standard troubleshooting. The external cause was related to electromagnetic interference and calibration issues at implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
A cardiomems implant procedure was completed. The implant procedure was reported to have been prolonged due to difficulties calibrating the sensor. No adverse consequences were noted, and the sensor was calibrated successfully.